Event description:
Nurse was attempting to place PICC, PICC would not flush or draw back blood. Staff attempted to remove PICC but it became resistant. They had removed all but 4cm when the PICC line snapped apart. Staff used tweezers to remove the remaining 4cm and found that the end of the line was knotted. FDA safety report ID# (B)(4).